Event description:
It was reported that the patient experienced a difficulty and frequent charging of the implantable pulse generator (ipg), was not able to fully charge it, had issue with remote control and ipg communication, and had a bluetooth error. Patient felt the ipg. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.